Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported by the physician that he had implanted a large ck oval in a patient in 2004, and it was recently removed because the patch had contorted and invaded the bowel. He didn't have the reference or lot number, but he said he knowns it to be a recalled patch.